Event description:
Staff reported that during surgery the unit flushed too much fluid to the joint of the patient. This unit is not owned by the facility and the sales rep picked up the units. Biomed communicated with the rep and asked for a follow up report which we have not received. Manufacturer response for irrigation pump, (brand not provided) (per site reporter). The manufacture sent shipping information and the unit was shipped in may 2023. The vendor has not return our calls for an update.